Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured on the initial inflation at unknown atms. The patient was assymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous mid lad coronary artery. The lesion had reportedly been predilated with an unknown device. The maverick2 monorail balloon was being used to post-dilate a penta stent placed at the lesion site. The procedure was successfully completed with this balloon. No patient injuries or complications were reported. Patient status is reported as good.